Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator generated several battery events with an error code indicating an alarm cable error. Although requested, it is unknown if a patient was connected to the ventilator at the time of the event. A technical support engineer (tse) recommended that the customer charge the battery and see if any further error codes are generated. The tse indicated to then run self-testing for up to 48 hours to see if any additional events occurred.